Event description:
It was reported by the patient that they experienced two hospitalizations, each lasting approximately three days, due to a site infection identified as an abscess on her abdomen. The exact dates of these hospitalizations are unclear, but they likely occurred at the end of december or the beginning of january. During her hospital stays, she received intravenous (IV) antibiotics and was later prescribed amoxicillin 650 mg to take twice a day for two weeks post-discharge. Currently, she is using insulin injections because of issues with her omnipod 5 controller. The customer, who does not speak english and communicated through a translator, is under the care of her healthcare provider for site preparation and pod removal. She has a follow-up appointment with her endocrinologist scheduled for february 11, 2025.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone lockdown. Cloud - omnipod 5 software app version 3.1.1. Cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06. Cloud - smartphone hardware n5004l. Cloud - cgm sensor type unspecified. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.